Event description:
It was reported that during a roux-en-y procedure that the stapler was positioned on tissue, safety trigger was pushed back and the firing trigger was not intentionally pressed but the gun began to fire anyways. It was noticed that after the case the firing trigger was more flimsy than the other gun used in the case. Procedure was completed successfully with no delay. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: unknown. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.